Event description:
The patient felt no stimulation at 7.0v when she usually felt it at 4.0v; this started (B)(6) 2010. The ins was charged to 100%. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).